Manufacturer narrative:
An imaging eval and a review of the mfg paperwork have been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. An imaging eval confirmed a diseased external carotid artery (eca), but the available image cannot confirm eca access difficulties, the advancement of an alternative occlusion device, or the reported neurological and physiological symptoms. The device was not returned and therefore, an engineering analysis was unable to be performed.

Event description:
On (B)(6) 2010, a pt was prepped for a carotid artery stenting procedure. A gore flow reversal system was chosen for embolic protection. Upon gaining groin access, the pt's EKG levels elevated. An angiogram of the coronary arteries revealed a right coronary artery stenosis. The physician chose to continue with the carotid procedure. The gore balloon sheath was positioned; however, the gore balloon wire (gbw) was unable to advanced into the diseased external carotid artery (eca). The gbw was removed, and as another balloon device was being advanced to the eca, the pt became bradycardic, hypotensive, and was unresponsive to commands. Atropine was administered and the pt's neurological status quickly returned to baseline, and the bradycardia and hypotension resolved. A cerebral angiogram was performed and compared to the pre-procedural cerebral angiogram. There were no noticeable differences between the angiograms. The physician aborted the carotid artery stenting procedure and converted to coronary artery stenting, which was completed successfully.